Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pre procedure narrative: impella 5.5 placed with dr. (B)(6). Phone support provided- had to re tunnel access site, rotate shoulder and use viper slide and buddy wire to achieve successful placement. Impella measures at 5cm, did want to flip towards mitral, pump rotated towards apex and catheter re-straightened to eliminate turning. Waveforms and flows look good. Impella not interfering with any structures on tee.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to place or position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic controllers.